Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. The pt stated that fluid leaked out when the door was opened and could not identify the origin. Pt reports no ill effects or antibiotics taken. Effluent has remained clear. There is no sample available for eval.